Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 11-oct-2019. The most recent information was received on 25-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('essure located in the uterus') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 11-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('essure located in the uterus') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.